Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings: during testing, the display functioned appropriately. No defects were found. The complaint of the dim/fading display was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the corner of the display screen exhibited a dim/fading issue. No further information was available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.